Event description:
It was reported that the patient died of cardiac arrest secondary to arrhythmia. The patient's spouse found the patient unresponsive with their device alarming for low flows. Emergency medical services (ems) was called and advanced cardiovascular life support (acls) and cardiopulmonary resuscitation (CPR) were initiated. The patient's automated external defibrillator (AED) said shockable rhythm. The patient was transported to their local emergency department. Further resuscitation attempts were unsuccessful and the patient passed away on (B)(6) 2022 due to cardiac arrest. It was unknown if the death was device related, but the device had been operating as expected prior to the death. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were unable to be confirmed as no log files were submitted, and a specific cause for the low flow alarms or reported cardiac arrest could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) was not explanted for evaluation. It was unknown if the death was device related; however, it was reported that the device had been operating as expected prior to the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.